Manufacturer narrative:
Cynosure was provided with a device evaluation report from the customer that indicated that the hand pieces were damaged. Protective window was dirty and internal lens was dirty/damaged. The hand piece was only able to release the 1064nm at 860 mj and 532nm at 200 mj. The low out put energy was beyond the +/-20% acceptable specification range. Customer stated that there were not told to clean or replace lens when needed. If user were to follow maintenance instructions, event would not likely occur. So this required the technician to recommend a replacement for the affected handpiece to resolve the customer's issue. There was no report of a patient injury related to this event. This incident is reportable because the device operated out of specification range.

Event description:
It was reported that the laser is not producing enough energy after using medlite c6.